Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the reported ventilation stop events due to the occurrences of system fault 74 indicating a software fault. Visual inspection of the device found a damaged component in the main circuit board (pcb). The investigation determined that the reported device failures were due to an isolated component failure within the device main circuit board (pcba). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and triggered an alarm while being used on a patient. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Per the reporter, the device displayed a safety reset message, the battery was depleted, continued to alarm and will not ventilate. The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and triggered an alarm while being used on a patient. There was no patient injury reported as a result of this incident.